Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion it was reported that on (B)(6) 2010, the patient underwent his spine fusion surgery (from a transforaminal approach) on the lumbar region of his spine from vertebrae l4 to l5, with the help of rhbmp-2 and collagen sponge. It was reported that rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of increasingly severe low back pain and radiculopathy into his lower extremities. It was reported that the patient suffered from difficulty in standing and walking.